Event description:
The machine failed autotest between the 6 and 1 minute mark. The gambro technical services (gts) rep replaced a faulty ultrafiltration (uf) pump thermal fuse. No pt involvement was reported.